Event description:
It was reported that on the morning of (B)(6) 2011 the patient obtained a blood glucose reading of 555 mg/dl, and she experienced the symptoms of nausea, leg numbness and tested positive for urinary ketones. The patient's mother discovered the pump had no power, and that the battery cap was not secure. The patient's mother replaced the battery cap and the pump powered on successfully. The patient's infusion set/site were changed and she was given a bolus using the pump. The patient's blood glucose level dropped to 200 mg/dl. She did not seek any medical attention. Troubleshooting revealed the battery cap was cracked, and the patient's mother was unable to state the age of the cap. The manufacturer's training recommends the battery cap be replaced every six months. The patient's technique may have been incorrect by not replacing the battery cap as recommended. The patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump lost power, and received bolus corrective doses afterwards. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/01/2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: the pump has a cracked battery compartment. The pump fails a leak test as a result of the battery compartment leak. The pump was opened, no further moisture ingress was found inside. The battery cap threads were observed to be stripped. The battery cap was unable to fit securely and maintain electrical connection, reboots were duplicated. The pump powered up normally with a test battery cap that was used during the investigation. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. The pump passes "ez-prime" operation and ran 24hrs, no further reboots occurred during testing. The pump passed a 29hour flow accuracy test and was found to be delivering within specifications. Unrelated to this complaint, the pump's display is very dim and discolored upon start up. The pump was opened and test display screen was mounted and then pump booted with a fully illuminated and functional display.